Event description:
Pt came into hosp and had sedated ultrasound. IV nembutal was used in central line. After ultrasound central line was flushed and hep locked, when pt arrived at home mom found the pt's line had clotted. Urokinase was tried but failed. Pt had to come back in and have central line removed and a new line placed, in or.